Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood was observed. The insulation on the hot jaw was charred and frayed. The silicon insulation was intact and the heater wire remained attached to the jaw without any defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device pass the pre-cautery test; it produced visible steam and heat during several activations over a period of 5 minutes and did shut off when the toggle was released. The pre-cautery test was repeated 5 times with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the received condition of the device and the results of the evaluation, the reported complaint for ¿device remained activated" was not confirmed but was confirmed for the analyzed failure mode "burn of device or device component-boot burn".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device remained activated after the trigger was not being used. The harvester removed the device changed the cord and the device remained active. A new device was used to finish case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device remained activated after the trigger was not being used. The harvester removed the device changed the cord and the device remained active. A new device was used to finish case. The hospital did not report any patient effects.